Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 4th complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Received a voicemail from the consumer who did not leave a name. Stated, the pen needles are "defective". So far, I made two attempts to reach the consumer. Left message for the consumer to return my call regarding the product complaint. As of this date, product information is "unknown". (B)(6). (B)(6) 2025. Update from customer care u.s. Lot: 4107090. Catalog: 320550. Samples: no. The consumer stated, she dials up two units for testing and that works. Stated, when she tries to inject 30 units, the insulin flow will stop about halfway and she has to use a second pen needle to complete her injection. Stated, this issue has occurred 8 times.